Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found coring/tears/cuts in the seal of the sc connector that met leak criteria. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n276878002, serial# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, serial/lot #: unknown/(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine (25 mg/ml, 1.201 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient wasn't getting enough pain relief. There were no reported contributing factors to the event. No troubleshooting was performed. The patient's pump and catheter were replaced on (B)(6) 2018. The issue was resolved and the patient status was alive, with no injury. The pump and catheter would be returned to the manufacturer. The patient¿s concomitant medications included bupivacaine. No further complications were reported.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse bupivacaine (0.064 mg/day, 10.0 mg/ml). If information is provided in the future, a supplemental report will be issued.